Event description:
It was reported that the patient underwent an unspecified surgery with an anterior approach at c5-6 and c6-7. On (B)(6) 2013 the patient underwent an unspecified revision surgery with a posterior approach at c5-6 and c6-7. Patient now reportedly suffers from shooting pain down left arm, swelling and chronic pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.